Event description:
Spontaneous. Patient had to stop her pump because of a pump blockage alert she kept getting, had patient check for kinks or blockages, and eventually had patient change her tubing. At this time there are no additional known issues with the tubing. During the blockage and tubing change, patient was not receiving any infusion of remodulin. No additional information known. Advised patient if she continues to get blockage malfunction that she will need to go to the hospital. Md notified. (B)(6) nurse notified. Pump serial numbers: (B)(4). Is the actual device available for investigation? Unknown. Did we [MFR] replace device? Unknown. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes is the infusion life-sustaining? Yes did the reported product occur while in use with the patient? Did the product issue cause or contribute to patient or clinical injury? Yes, patient temporarily not getting infusion of medication. If yes, was any medical intervention provided? Unknown. Reported to (B)(6) by: patient/caregiver.